Manufacturer narrative:
No medical records were provided to the manufacturer. A device photo and a medical images was provided. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter allegedly became lodged in the distal cap of a proximal popliteal cto. It was further reported that as the health care provider pulled back on the recanalization catheter, the distal tip allegedly detached and remained in the cto. Reportedly, the hcp attempted to cross the lesion with an 0.035" guidewire but was unsuccessful. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. One partial recanalization catheter was returned with an 0.014" guidewire for evaluation. One photo and one image was also provided. A complete core wire fracture, tip detachment and catheter detachment were noted at the distal end of the catheter. Therefore, the investigation can be confirmed for the reported tip detachment. The root cause for the confirmed tip detachment could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the recanalization catheter allegedly became lodged in the distal cap of a proximal popliteal cto. It was further reported that as the health care provider pulled back on the recanalization catheter, the distal tip allegedly detached and remained in the cto. Reportedly, the hcp attempted to cross the lesion with an 0.035" guidewire but was unsuccessful. There was no reported patient injury.